Event description:
Pt was noted to be holding the external (distal) section of an indwelling catheter in his hand. The proximal section of the catheter (the part with inflated balloon) was missing. A thorough search of bed linens and pt area failed to locate missing section of catheter.